Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was short of breath. The device was undersensing the p-wave during atrial flutter episodes due to prior programming. The device was reprogrammed and the episodes are now recognized as atrial flutter. The device is still in use. No further patient complications were reported as a result of this event.